Manufacturer narrative:
The customer was contacted for return of the device. The customer provided the device's activity log. Review of the log confirmed the customer's fault, however the customer indicated that the device will not be returned to zoll for evaluation of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device displayed "defib fault 76" and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.